Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole was located 1mm proximal to the proximal edge of the distal markerband. No issues were noted with the markerband or with the blades. A visual and microscopic examination observed no damage to the tip. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no other issues with the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded target lesion was an area of in stent restenosis located in the moderately calcified coronary artery. After performing dilatation with a 3.0 non-compliance balloon, this 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. However, during an unknown inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4.0/10 flextome¿ cutting balloon¿ catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded target lesion was an area of in stent restenosis located in the moderately calcified coronary artery. After performing dilatation with a 3.0 non-compliance balloon, this 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. However, during an unknown inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4.0/10 flextome¿ cutting balloon¿ catheter. No patient complications were reported and the patient's status was good.